Manufacturer narrative:
No product was returned for eval. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the limited info available does not make it possible to determine what factors may have contributed to the event.

Event description:
This patient suffered a serious injury post implantation of a cypher stent. This info was provided in a legal file; no details were available. It is presumed that he experienced stent thrombosis.